Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for pulmonary vein isolation with navigational cables and a burnt cable issue occurred. Additionally, while connecting the thermocool® smart touch® sf bi-directional navigation catheter, a high force error issue occurred. The system was zeroed but the issue continued. The cable was exchanged, but the issue continued. The catheter was replaced, and the issue was resolved until ablation. When ablation was conducted, the issue resumed. The catheter was exchanged again, but the issue remained. The procedure was continued through the issue without patient consequence. After the procedure was completed, it was noted that an unspecified cable attached to the system was burnt, and an electrical short was thought to be the cause of the issue. The high force error issue is not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. The issue with the burnt cable is reportable.